Event description:
It was reported that the patient pulled on the catheter and it snapped in half leaving half of the catheter in situ. The nurses managed to remove the remaining part of the catheter. The patient was not hurt. No medical intervention was required. As per the follow up information received via ibc on 13 jun 2023, snapped described as "the arrow points to the part of the catheter where the port to inflate the balloon and the leg bag connection port, is attached to the main shaft of the indwelling part of the catheter. It is at this point the catheter separated. If the balloon had not emptied itself the user would not have been able to remove the catheter as they would not have been able to deflate the balloon because the leg bag port and the inflation port had detached from rest of the catheter." Per follow-up information received from ibc on 26 jun 2023, stated that the catheter was thrown away. No medical intervention was required and and they were sure that the catheter should not break at the point it did, which is why they reported this.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 : the device was not returned.

Event description:
It was reported that the patient pulled on the catheter and it snapped in half leaving half of the catheter in situ. The nurses managed to remove the remaining part of the catheter. The patient was not hurt. No medical intervention was required. As per the follow up information received via ibc on 13jun2023, snapped described as "the arrow points to the part of the catheter where the port to inflate the balloon and the leg bag connection port, is attached to the main shaft of the indwelling part of the catheter. It is at this point the catheter separated. If the balloon had not emptied itself the user would not have been able to remove the catheter as they would not have been able to deflate the balloon because the leg bag port and the inflation port had detached from rest of the catheter.".